Event description:
The customer reported that the system exhibited an error message. Further information was received from the fse indicating that the system locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The systems interface pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.